Event description:
It was reported that the catheter balloon had burst three times on different days. It was also stated that most recently on (B)(6) 2020 the patient got pain with no pattern as to when it occurred and had a tremendous desire to pass urine and felt like the catheter exploded. It was also reported that the catheter fell out of the patient and on check of the catheter balloon burst was found. On 22feb2020, the catheter fell out with severe pain to the patient. On (B)(6) 2020the catheter fell out with balloon deflated. Catheter with lot number ngdz0222 inserted on 10jun2020 was blocked. Catheter with lot number ngdz0222 inserted on (B)(6) 2020had balloon burst with no visible encrustation. It was also stated that there had been other changes for bypassing but no records of encrustation in notes. When checked the paper record on site 3 of the 4 changes of catheter were ngdz0222. There was no issue with storage of catheters.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned and unable to determine root cause of reported problem. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "keep away from sunlight. Do not store at freezing temperatures, keep at room temperature away from direct exposure to light, preferably in original box. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause balloon to burst. This is a single use device. Do not re-sterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient." The device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheter balloon had burst three times on different days. It was also stated that, most recently on (B)(6) 2020, the patient got pain with no pattern as to when it occurred, and had a tremendous desire to pass urine, and felt like the catheter exploded. It was also reported that the catheter fell out of the patient, and on check of the catheter balloon burst was found. On (B)(6) 2020, the catheter fell out with severe pain to the patient. On (B)(6) 2020, the catheter fell out with balloon deflated. Catheter with lot number ngdz0222, inserted on (B)(6) 2020, was blocked. Catheter with lot number ngdz0222, inserted on (B)(6) 2020, had balloon burst with no visible encrustation. It was also stated that there had been other changes for bypassing ,but no records of encrustation in notes. When checked the paper record on site 3 of the 4 changes of catheter were ngdz0222. There was no issue with storage of catheters.